Manufacturer narrative:
(B)(4). A video was received by the manufacturer on 16-oct-2015 showing the reported issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was "x" marks shown on the small roller pump. The device was not changed out, as the perfusionist (ccp) continued to use the roller pump as it could be controlled with the local switch knob. This problem occurred intermittent. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 16-oct-2015: during cpb, this small roller pump was being used as a suction pump. For a very brief moment, a red "x" appeared on the central control monitor (ccm). According to subsidiary associate, this occured for about two seconds. There was no issue with actual pump function as the pump did not slow down or stop. The 5 volt supply likely dropped (below 5 volts) for a brief time. If the drop in voltage was prolonged or more substantial, the pump would likely stop and re-set. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Video and log review confirmed the event, the red x is evident in the video and there was a 5v supply voltage test failure noted in the logs which will cause the red x to appear. The subsidiary service engineer checked the connector and could not find any problems. No parts were replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.